Event description:
It was reported that the right ventricular (rv) lead switched to unipolar polarity and would not function in bipolar polarity. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4068-45 implantable pacing lead 2000-(B)(6), addr01 implantable pulse generator (ipg) 2008-(B)(6), (B)(4).